Manufacturer narrative:
This report is being submitted as follow up no. 1 to update , and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. The carrier tube assembly was also returned along with the incompletely opened poly-foil pouch. No guidewire was returned. Visual inspection revealed that the hemostasis sheath was mated with the locator. There were no signs of damage or deformation noted with sheath/locator assembly. No other visual anomalies were noted with returned components. The locator was examined under fluoroscopy and no internal opaque obstructions were noted. No dimensional testing was performed since the guidewire was not returned for evaluation. As no guidewire was returned, another guidewire was obtained, and the locator was subjected to functional testing. The guidewire was inserted into the locator and it worked as intended. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- requested, not provided. Occupation- requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was prepared by the scrub nurse, after the femoral angiogram was completed. There were no issues noted at that point, when the doctor attempted to insert the sheath over the wire it would not feed. Additional information was received on 05nov2019. There were no difficulties with the puncture, straight forward. 6fr sheath was used. The patient was stable during the entire procedure. The procedure was successful. Another angio-seal device was used to achieve hemostasis. The wire appeared to be fine, the arteriotomy locator would not feed over the wire. There were no issues with the second angio-seal deployment.